Event description:
The physician reported that the handheld was stuck in a loop with the alignment screen. A hard reset was performed and the issue continued. The physician reported that the handheld is responding to the stylus as expected, but that the alignment process would not complete. A replacement programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.